Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. The photographs were evaluated and the issue of foreign matter was observed. Additionally,100 retention samples from the bd inventory were visually inspected and there were no issues related to foreign matter. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: tube with a dark foreign matter inside.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: tube with a dark foreign matter inside.